Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor also, with a corroded battery tube. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No off no power anomaly noted. The insulin pump passed displacement test, self-test, off no power test, a21 error test, rewind and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, scratched reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the insulin pump doesn't on anymore. The customer stated the pump turns off even with the new battery and changed for a new one but the problem remains. The customer was advised to discontinue use of the pump and follow the medical prescription for insulin shots until replacement arrives.